Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient stroke and complications are known and anticipated complications to these types of procedures and patient condition, and are listed as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that stent assisted embolization was successfully performed to treat a right middle cerebral (mca) artery bifurcation aneurysm. Three coils (subject device) were implanted. The next day the patient had an ischemic stroke in the treated area. Imaging showed that there were multiple acute infarctions in the right mca branch distribution (especially in the right parietotemporal region). Medical management (not specified) was performed to treat the stroke. At the time of discharge the patient had left facial droop and left sided spatial and sensory neglect. The stroke was reported as related to the procedure and possible to the investigational device.

Manufacturer narrative:
Three coils (3) were used for the aneurysm embolization. This complaint is for the third coil. The neuroform atlas device is part of an investigational device exemption (ide) study, reference # (B)(4)and any adverse events will be reported through the ide program in compliance with the FDA ide regulations (per 21 cfr 812.150). The neuroform atlas device is not approved and commercially sold in the USA and therefore is not subject to MDR reporting regulations. The device remains implanted.

Event description:
It was reported that stent assisted embolization was successfully performed to treat a right middle cerebral (mca) artery bifurcation aneurysm. Three coils (subject device) were implanted. The next day the patient had an ischemic stroke in the treated area. Imaging showed that there were multiple acute infarctions in the right mca branch distribution (especially in the right parietotemporal region). Medical management (not specified) was performed to treat the stroke. At the time of discharge the patient had left facial droop and left sided spatial and sensory neglect. The stroke was reported as related to the procedure and possible to the investigational device.